Manufacturer narrative:
(B)(4). Pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery alarm due to motor error alarms noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the insulin pump was alarming motor error and no delivery. The customer stated the pump was exposed to high magnetic environment. The customer was able to clear the alarm and perform the pump rewind. The customer reported that the drive support cap was normal. No harm to the customer reported. The insulin pump will be returned for analysis.